Manufacturer narrative:
The event product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. Although the root cause of the event could not be determined, applied medical is currently implementing appropriate corrective actions within a corrective and preventative action report to mitigate this type of event. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow-up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total laparoscopic hysterectomy- "during use of the device, patient had some bleeding from vessels that did not seal with voyant. Surgeon said he thought it was because she had "large vessels" but that ligasure would have been better in this case. Completed the case with voyant and used standard bipolar on a couple of bleeds that voyant did not seal. " additional information received: there were 4 "check device" alarms during the procedure but these occurred before the bleeding. Patient status: "no patient injury".